Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 300 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer discarded the set and reservoir. The customer was advised to cal when the alarm occur in order to troubleshoot. The customer was advised that we would sending replacement infusion sets and reservoirs.